Manufacturer narrative:
The customer returned the meter and strips for investigation. The returned meter and strips were tested with a quality control of a high level. Testing results: qc 1: 3.1 inr . Qc 2: 3.1 inr . Qc 3: 3.2 inr . All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
This event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The result from the meter was 4.7 inr and the result from the laboratory was 2.8 inr. There was no allegation of an adverse event. The customer's therapeutic range was 2.5-3.5 inr. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.